Event description:
Subsequent to the previously filed report, additional information was received that the supracore guidewire was used in the superficial femoral artery for an angioplasty procedure. After vessel access was obtained with a puncture needle, resistance was met and it was difficult to remove the puncture needle from the supracore wire. Again, with some resistance it was possible then to get the introducer sheath over the wire. The supracore guide wire had the appearance of having a peeled coating after the wire was removed from the introducer sheath. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
A vsual inspection, functional testing, and dimensional analysis was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined. The returned device analysis observed a break of the proximal coil from adhesive bond to the proximal core. It is possible the guide wire caught on the introducer needle during insertion. There may have been a lifted coil, or the wire was inadvertently bent during insertion causing a coil to snag inducing a break of the proximal coil wire from the core bond leading to a difficult to advance, difficult to remove and a stretch of the coils. The delamination did not occur. That portion of the core does not have coating to allow for bonding the coil to the core. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the supracore was reported to have a problem in the middle part; it reportedly looked like damage of the outer coating. This was not used in the patient. Another supracore was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.